Event description:
The pt compared the suspect device's blood glucose reading of 121mg/dl to a lab reference result of 84mg/dl. The pt was diagnosed as a gestational diabetic and placed on insulin three weeks ago based upon the suspect device's readings. The pt is 36 1/2 weeks pregnant. Readings prior to this event were 159mg/dl, 182mg/dl and 137mg/dl from the suspect device memory two and three days before the event.